Event description:
Additional information was received from a patient (pt). It was reported that the replacement procedure has not happened yet. It is in the future waiting on insurance approval. The cause of the migration was not known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) 2012: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(6), ubd: 06-feb-2016, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead 3778-60 1x8 compact w/o perc 60cm migrated out of the spine. A revision procedure was planned for the patient in the near future.